Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval could not confirm nor reproduce the reported system error 105 due to a white screen at start-up and the history log also could not be downloaded to confirm the error. The motor assembly was replaced as the motor is a known contributor to the reported symptom.